Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows during start up the vacuum check, the energy check and the ablation check were successfully without issue. Also the image of the ablation check shows a valid and good test. During the reported treatment, the user was able to achieve good and stable suction values without problems. The user used energy settings which are also within the defined recommended arrangement of pulse energy. No warning/error messages or any abnormalities are detectable. No technical root cause was identified as the product was found to be within specifications. The most possible root cause for the reported problem is patient¿s eye movement. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete flap occurred during a lasik procedure of the left eye. Reporter indicated having difficulty when attempting to obtain patient interface (pi) suction due to continuous hissing sound of suction leak. At the third attempt to gain suction, the pi was centered over the pupil, and surgeon proceeded in creating the flap. Both technicians in the case indicated they saw the patient flinch three times at this point while the flap was being created. Surgeon and one of the technicians indicated they heard hissing sound while the flap was being created. The superior/nasal portion of the flap was incomplete, indicating a possible suction break. The surgeon took the patient over to the excimer laser and used a 750 blade and flap tool to assist in the side cut of the superior/nasal portion of the flap and completed ablation treatment.